Manufacturer narrative:
Initial.

Event description:
It was reported that the user experienced a severe low glucose event during sleep, was difficult to arouse, and was alerted by pump alarms; the user ingested orange juice and candy and noted prior alcohol consumption, while the device problem and component could not be determined due to insufficient information. Symptoms included hypoglycemia, confusion/disorientation, and diaphoresis. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user or third party. Investigation of this case revealed no findings available, with insufficient information to identify a specific medical device problem or component. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.